Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup operation. The patient was asymptomatic. The device was explanted and replaced on 6/30/2015.